Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that in 2008, the pt returned due to chest pain and they found thrombosis had occurred again, now involving the 2.5x18mm mini vision implanted on three days earlier, the 3.0x12mm vision implanted on that day, and the 2.75x18mm promus implanted during the index procedure on five days prior to original date. Dilatations were performed and another company's 3.0x30mm stent and a 2.5x12mm stent were implanted to treat the thrombosis. The pt was sent back to his room and there is no update on his progress at this time. Plavix, asa and angiomax were used in the case. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - angina and thrombosis, as listed in the rx mini vision instructions for use, are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, the angina is likely a secondary effect of the thrombosis which resulted in ptci and hospitalization.